Event description:
Reporter indicated that vns pt could no longer feel stimulation and that it was believed that the battery was depleted. The pt was seen in the hosp emergency room at which time their device was programmed to off. Device diagnostic testing was within normal limits, indicating proper device function. It was reported that the pt's tegretol level was toxic at the time of their emergency room visit and that the pt's neurologist had recently increased the pt's dosage of carbitrol. The pt was reportedly hospitalized for a week. The pt's device was programmed back to on two days after emergency room visit. The pt indicated that they could feel stimulation but complained of a burning sensation at the generator site with stimulation following an adjustment to programmed parameters on this day. Treating neurologist indicated that they believed that the pt was experiencing "suture pain" and that the suture was aggravating the incision site. A lidocaine patch was applied. Six days later, the pt reported that the pain had subsided. Neurologist believed that the device was functioning properly as indicated by device diagnostic testing. Investigation to date has been unable to determine whether the pt stopped feeling stimulation because they had become accustomed to it or because the device had malfunctioned.